Manufacturer narrative:
(B)(4). The customer reported when they pressed the discharge button during the operations check, nothing happened. There was no reported pt involvement. The customer was sent a replacement set of external paddles and resolved the issue. The customer scrapped te paddles and were not available for eval. We will consider this a malfunction of the external paddles where the discharge button did not work. We will consider this a malfunction of the external paddles where the discharge button did not work.

Event description:
The customer reported when they pressed the discharge button during the operations check, nothing happened. There was no reported pt involvement.